Event description:
An incident was reported to medtronic ave that the 2.25 rotoblator burr became stuck in the catheter. The catheter was removed and replaced with another guide catheter. It resulted in a vessel dissection. Pt required interventional surgery. Pt is stable. No further info is available at this time.